Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if any issues reoccur.